Event description:
The customer reported a 111c da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrence. No patient involvement reported.

Manufacturer narrative:
Root cause: the customer returned da board was installed in an fi test ventilator. The ventilator was run in normal ventilation for 14 hours without any errors occurring. No failure was found.